Event description:
It was reported that an over infusion of fentanyl potentially occurred, and there was no patient harm. The infusion was initiated on (B)(6) 2020 at 2010 and on (B)(6) 2020 at 0245, it was discovered that the bag was empty earlier than anticipated. The fentanyl was in a 100ml bag with ah concentration of 10mcg/ml.

Manufacturer narrative:
Correction: d11 (omit 801). The customer report of a potential over infusion was not confirmed or replicated during testing. ¿internal and external inspection was performed and no issues were found that would have contributed to the customers reported free flow event. ¿review of the pcu event logs determined that the returned pump module was not used on the day/time of the reported event. Review of the pump module event logs was also performed and only went back to (B)(6) 2020 at 11:57 am. The logs did not go back enough to allow for a review for the data/time of the reported event. ¿timed rate accuracy testing was performed with the customer¿s device operating at the default infusion rate of 10ml/hr for one hour using the customer¿s returned incident set. Testing found the system to be in specification with no unregulated flow observed. ¿dimensional analysis of the returned incident set was performed. The IV set silicone segment (p/n 12088541) was found to be in specification. ¿the mechanism assembly will be replaced by bd service since it cannot be reassembled. Manufacturing performs several tests not available outside of the manufacturing environment. Manufacturing tests involve occluder spring test, x-ray spring inspection, and installation of new one-time use torque screws with applied tamper seal material. The root cause of the customer report of a potential over infusion was not determined. The returned pump module was thoroughly tested and no faults were found during testing. Device history review: review of the pump module service history record showed the device had a manufacture date of 12sep2011. A review of the device service history record was performed beginning from the date of manufacture to the present date (26aug2020) and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. There were no production failure records opened for the source device.

Manufacturer narrative:
Correction: omit 801.

Event description:
It was reported that an over infusion of fentanyl potentially occurred, and there was no patient harm. The infusion was initiated on (B)(6) 2020 at 2010 and on (B)(6) 2020 at 0245, it was discovered that the bag was empty earlier than anticipated. The fentanyl was in a 100ml bag with a concentration of 10mcg/ml.

Manufacturer narrative:
Although requested, patient specific demographics were not provided. The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that an over infusion of fentanyl potentially occurred, and there was no patient harm. The infusion was initiated on (B)(6) 2020 at 2010 and on (B)(6) 2020 at 0245, it was discovered that the bag was empty earlier than anticipated. The intended programming was "10mcg/ml".